Event description:
It was reported that (1) device was used during a formation of a gastric tube. It was reported by the affiliate that the tct75 firing knob was locked out before firing. A new device was used to complete the case. There was no consequence to the pt.